Manufacturer narrative:
Product evaluation: the reported cartridge was not returned for evaluation. The lens was returned in the lens case. The lens has been cut into two pieces (typical of removal) returned adhered to each other. A small amount of viscoelastic is observed in spots on the optic and on one haptic. The lens was cleaned with lphse. A scratch is observed on the anterior optic surface. The mark is similar in appearance to a mark made by an instrument used to grasp the lens (possibly loading forceps). The customer indicated the use of a qualified lens, handpiece and viscoelastic. The root cause could not be determined for the lens damage. Very little viscoelastic was observed on the lens. This may indicate a failure to follow the directions for use (dfu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, an iol was scratched. Additional information was provided by the initial reporter that there was no patient harm or injury that occurred, and that the procedure was completed with a new cartridge and iol. She reported that the cartridge seemed smashed which caused scratches to the iol.